Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have not been recovered for further investigation. A review of device download data does not suggest any device malfunction contributing to the event.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while in the hospital. Device download data revealed that the patient was treated by the lifevest on (B)(6) 2018. The patient was treated five times during the event. On (B)(6) 2018 at 21:01:20, the patient's rhythm degraded to vf. The lifevest delivered a treatment at 21:01:54 that converted the arrhythmia to a paced rhythm. Approximately 15 minutes later the patient again degraded to vf. A second treatment was delivered at 21:17:59 and the arrhythmia was converted to a paced rhythm. The patient again degraded to vf, and a third treatment was delivered at 21:29:29. The post-shock rhythm was asystole. CPR began being performed, and a fourth treatment was delivered at 21:32:40. CPR artifact contributed to the false detection. The patient was externally defibrillated at 21:43:27 during a run of vf. A fifth and final lifevest shock was delivered at 21:43:32. The rhythm at the time of the treatment was a-v pacer spikes. Motion artifact contributed to the false detection. The lifevest was shut down at 22:06:24. The patient was reportedly comatose and was admitted to the cardiac care unit. The lifevest was removed from the patient, and the patient subsequently passed away on (B)(6) 2018 without wearing the lifevest.